Event description:
It was initially reported that high lead impedance was present with the vns pt's device. It is unclear if the pt will be referred for revision at this time as the pt is "cured" and the physician has elected to wait a few weeks to make final decision on surgery referral. X-rays were said to have been taken by the surgeon's office and no fracture was observed, but they have not been forwarded to the MFR for review. Pt is non-verbal. The pt has a history of cerebral palsy that causes her to have a lot of tightness causing her to hold her head down and to the right. She also has a history of drop seizures and lunging her head forward with during some of her seizures. The surgeon is concerned that the break may be related to this by putting extra stress on the lead. The pt's mother has indicated that the pt's seizures have been less than usual. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.